Event description:
Baxter product surveillance received an email notification from quality engineer (qe) on (B)(6) 2012 regarding a leak found during evaluation for a related complaint. The qe stated upon sample evaluation they found there was a cut in the patient line tubing. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and issues were found related to the reported condition of a leak during the evaluation.